Event description:
Case description: investigation result: name: novopen 5, batch number: pvgfk14. A visual examination of the returned product was performed.the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken.the electronic register was checked. The readout revealed indications of unintended use of the pen.visual examination and functional testing were performed and the device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. During functional test, the memory display reflected all pre-set doses.all mechanical functions including the dose selector, were found to be normal.furthermore, piston rod was a bit hard to retract due to foreign matter, observed on the surface of the piston rod, microscopically.the dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications.confirm:it was suggested use a new needle for each injection. The needle should be mounted immediately before the injection. Always remove the used needle immediately after each injection and store the device without a needle attached. Otherwise, temperature fluctuations may cause leakage through the needle, resulting in a space between the rubber piston in the cartridge and the piston rod in the device. Furthermore, clogging of the needle may occur.confirmed: the electronic display showed two lines; " after the dose button was fully depressed. This was a normal function of the pen to warn the user of non-recommended user behaviour.user split selected dose into two or more smaller doses which were delivered over a period of more than 15 minutes.the error was caused by unintended use of the device.the piston rod was difficult to retract. This was due to accumulation of foreign matter on the piston rod. The fault was caused by accidental handling during use of the device. Since last submission case has been updated with the following information: investigation results updated, device tab: is non-reportable updated to no,-EU/ca tab: expected date of follow up removed and final report was ticked, device addendum: annex b c d g codes updated, CAPA comment updated in eol, narrative updated accordingly. Final manufacturer comment: 17-jan-2026: the suspected novopen 5 device has been returned to novo nordisk for investigation. Upon preliminary investigation, device was found to be functioning normally as per the specification. Piston rod was a bit hard to retract due to foreign matter. The fault is caused by accidental damage during use of the device. The mechanical function of the pen is not affected by the faulty display. In cases where the display turns blank or shows, the user is warned that the display is broken and should not be used again. It is possible that patient administered extra dose of insulin due to this display error resulting in hypoglycaemia. H3 continued: evaluation summary name: novopen 5, batch number: pvgfk14 a visual examination of the returned product was performed.the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken.the electronic register was checked. The readout revealed indications of unintended use of the pen.visual examination and functional testing were performed and the device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. During functional test, the memory display reflected all pre-set doses.all mechanical functions including the dose selector, were found to be normal.furthermore, piston rod was a bit hard to retract due to foreign matter, observed on the surface of the piston rod, microscopically.the dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications.confirm:it was suggested use a new needle for each injection. The needle should be mounted immediately before the injection. Always remove the used needle immediately after each injection and store the device without a needle attached. Otherwise, temperature fluctuations may cause leakage through the needle, resulting in a space between the rubber piston in the cartridge and the piston rod in the device. Furthermore, clogging of the needle may occur.confirmed: the electronic display showed two lines; after the dose button was fully depressed. This was a normal function of the pen to warn the user of non-recommended user behaviour.user split selected dose into two or more smaller doses which were delivered over a period of more than 15 minutes.the error was caused by unintended use of the device.the piston rod was difficult to retract. This was due to accumulation of foreign matter on the piston rod. The fault was caused by accidental handling during use of the device.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) the patient experienced hypoglycemia after using this novopen 5-blood glucose level dropped to slightly over 2 mmol/l [hypoglycaemia] the pen wouldn't turn anymore(dose selector) [device issue] while troubleshooting, the customer noticed moisture near the needle attachment area,medication liquid started flowing out [device leakage] after using the novopen 5 for over a month, it showed inaccurate dosing during injection [device delivery system issue] customer replaced the insulin with 300 units, and calculated the total usage should be 15 units, remaining insulin appeared a little over 200 units left [incorrect dose administered by device] the insulin pen was not stored without the needle attached [product storage error] the customer did not exhaust the pen before injection,skipped the exhausting step [wrong technique in device usage process] novopen 5 had been stored in the refrigerator [product storage error] case description: this serious spontaneous case from china was reported by a consumer as "the patient experienced hypoglycemia after using this novopen 5-blood glucose level dropped to slightly over 2 mmol/l(hypoglycemia)" with an unspecified onset date , "the pen wouldn't turn anymore(dose selector)(device component issue)" beginning on (B)(6) 2025 , "while troubleshooting, the customer noticed moisture near the needle attachment area,medication liquid started flowing out(device leakage)" with an unspecified onset date , "after using the novopen 5 for over a month, it showed inaccurate dosing during injection(inaccurate delivery by device)" with an unspecified onset date , "customer replaced the insulin with 300 units, and calculated the total usage should be 15 units,remaining insulin appeared a little over 200 units left(incorrect dose administered by device)" beginning on (B)(6) 2025 , "the insulin pen was not stored without the needle attached(device stored with needle attached)" with an unspecified onset date , "the customer did not exhaust the pen before injection,skipped the exhausting step(wrong technique in device usage process)" with an unspecified onset date , "novopen 5 had been stored in the refrigerator(product storage error temperature too low)" with an unspecified onset date and concerned a patient who was treated with novopen 5 (insulin delivery device) from unknown start date for "type 1 diabetes", , insulin (insulin) , a novo nordisk suspect product insulin (insulin)(unspecified) from unknown start date for "type 1 diabetes", patient's height, weight and body mass index were not reported. Dosage regimens: novopen 5: insulin: current condition: type 1 diabetes (duration not reported). On an unknown date the customer reported an issue that after using novopen 5 for a month it showed inaccurate dosing during injection. The patient experienced hypoglycemia after using this novopen 5. According to continuous glucose monitoring, the lowest blood glucose level (blood glucose) dropped to slightly over 2 mmol/l. The patient used previous insulin injection dose (specific medication name was not provided) was three times daily, with 4 units per dose. Currently, the injection dose was three times daily, with 3 units per dose. The customer further mentioned that on (B)(6) 2025, after the noon injection, the customer adjusted the dose and found that the pen could still turn to 10 units, indicating 10 units of remaining insulin. However, by the evening ((B)(6) 2025), when the customer tried to adjust the dose again, the pen would not turn anymore. No leakage occurred during this time. The customer believed this was a quality issue with the novopen 5. While troubleshooting, the customer noticed moisture near the needle attachment area but still insisted that the issue lied with the novopen 5. Also mentioned that the patient had a piece of novopen 5 with similar issues but stopped using it. Subsequently, the customer purchased this new piece of novopen 5 from the hospital. This pen had been stored in the refrigerator.suspected this novopen 5 was problematic because patient replaced the insulin on the evening of (B)(6) 2025 with 300 units. As of today, (B)(6) 2025 , the calculated total usage should be 15 units. However, when observing the remaining insulin, it appeared there were a little over 200 units left, which did not match the calculations. It was reported that the customer did not exhaust before injection. After installing the needle, medication liquid started flowing out, so the customer skipped the exhausting step. Additionally, the insulin was not stored without the needle attached. The customer consulted a doctor at the hospital and was told it was unlikely to be a problem with the medication. The event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Batch numbers: novopen 5: pvgfk14, pvgfk14. Insulin: not available action taken to novopen 5 was not reported. Action taken to insulin was not reported. The outcome for the event "the patient experienced hypoglycemia after using this novopen 5-blood glucose level dropped to slightly over 2 mmol/l(hypoglycemia)" was not reported. The outcome for the event "the pen wouldn't turn anymore (dose selector) (device component issue)" was not reported. The outcome for the event "while troubleshooting, the customer noticed moisture near the needle attachment area, medication liquid started flowing out (device leakage)" was not reported. The outcome for the event "after using the novopen 5 for over a month, it showed inaccurate dosing during injection (inaccurate delivery by device)" was not reported. The outcome for the event "customer replaced the insulin with 300 units, and calculated the total usage should be 15 units, remaining insulin appeared a little over 200 units left (incorrect dose administered by device)" was not reported. The outcome for the event "the insulin pen was not stored without the needle attached (device stored with needle attached)" was not reported. The outcome for the event "the customer did not exhaust the pen before injection, skipped the exhausting step (wrong technique in device usage process)" was not reported. The outcome for the event "novopen 5 had been stored in the refrigerator (product storage error temperature too low)" was not reported. Reporter's causality (novopen 5) - the patient experienced hypoglycemia after using this novopen 5-blood glucose level dropped to slightly over 2 mmol/l(hypoglycemia): unknown the pen wouldn't turn anymore (dose selector) (device component issue): possible while troubleshooting, the customer noticed moisture near the needle attachment area, medication liquid started flowing out (device leakage): possible after using the novopen 5 for over a month, it showed inaccurate dosing during injection (inaccurate delivery by device): unknown customer replaced the insulin with 300 units, and calculated the total usage should be 15 units, remaining insulin appeared a little over 200 units left (incorrect dose administered by device): unknown the insulin pen was not stored without the needle attached (device stored with needle attached): unknown the customer did not exhaust the pen before injection, skipped the exhausting step (wrong technique in device usage process): possible novopen 5 had been stored in the refrigerator (product storage error temperature too low): unknown company's causality (novopen 5) - the patient experienced hypoglycemia after using this novopen 5-blood glucose level dropped to slightly over 2 mmol/l(hypoglycemia): possible the pen wouldn't turn anymore (dose selector) (device component issue): possible while troubleshooting, the customer noticed moisture near the needle attachment area, medication liquid started flowing out (device leakage) : possible after using the novopen 5 for over a month, it showed inaccurate dosing during injection(inaccurate delivery by device) : possible customer replaced the insulin with 300 units, and calculated the total usage should be 15 units,remaining insulin appeared a little over 200 units left(incorrect dose administered by device) : possible the insulin pen was not stored without the needle attached(device stored with needle attached) : possible the customer did not exhaust the pen before injection,skipped the exhausting step(wrong technique in device usage process) : possible novopen 5 had been stored in the refrigerator(product storage error temperature too low) : possible reporter's causality (insulin) - the patient experienced hypoglycemia after using this novopen 5-blood glucose level dropped to slightly over 2 mmol/l(hypoglycemia) : unknown the pen wouldn't turn anymore(dose selector)(device component issue) : unknown while troubleshooting, the customer noticed moisture near the needle attachment area,medication liquid started flowing out(device leakage) : unknown after using the novopen 5 for over a month, it showed inaccurate dosing during injection(inaccurate delivery by device) : unknown customer replaced the insulin with 300 units, and calculated the total usage should be 15 units,remaining insulin appeared a little over 200 units left(incorrect dose administered by device) : unknown the insulin pen was not stored without the needle attached(device stored with needle attached) : unknown the customer did not exhaust the pen before injection,skipped the exhausting step(wrong technique in device usage process) : unknown novopen 5 had been stored in the refrigerator(product storage error temperature too low) : unknown company's causality (insulin) - the patient experienced hypoglycemia after using this novopen 5-blood glucose level dropped to slightly over 2 mmol/l(hypoglycemia) : possible the pen wouldn't turn anymore(dose selector)(device component issue) : possible while troubleshooting, the customer noticed moisture near the needle attachment area,medication liquid started flowing out(device leakage) : possible after using the novopen 5 for over a month, it showed inaccurate dosing during injection(inaccurate delivery by device) : possible customer replaced the insulin with 300 units, and calculated the total usage should be 15 units,remaining insulin appeared a little over 200 units left(incorrect dose administered by device) : possible the insulin pen was not stored without the needle attached(device stored with needle attached) : possible the customer did not exhaust the pen before injection,skipped the exhausting step(wrong technique in device usage process) : possible novopen 5 had been stored in the refrigerator(product storage error temperature too low) : possible no consent for safety follow up, hence no further information available. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. Preliminary manufacturer comment: 07-oct-2025: the suspected novopen 5 device has not been returned to novo nordisk for investigation, and therefore no definitive conclusion can be made at this time. It should be noted that product handling errors-such as storing the device in a refrigerator or leaving the needle attached between injections-may compromise the device's functionality. Such practices can alter the dialled dose and potentially result in hyperglycaemia.